Event description:
The complainant reported an under-delivery. A 115 ml of feeding was hung. The feeding set rate was 150 ml, and the set dose on the pump was 115 ml. However, 40 ml was delivered in 1 hour when measured.

Manufacturer narrative:
(B)(4). The device reported, list number 00071, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00071, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.